Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure, the pressure of the dyonics 25 inflow/outflow tube was over 400. The procedure was completed without surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection of the 2 returned devices did not identify any issues. Functional evaluation of the 2 devices did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time. Corrected data: a1: should be read in blank.